Event description:
Related manufacturer reference number: 3006705815-2021-06451, 1627487-2022-01377, 1627487-2022-01379. It was reported the patient experienced ineffective therapy. X-rays discovered one of the patient's lead extensions pulled out of the ipg header due to possible fluid intrusion. As a result, the patient underwent surgical intervention wherein the entire system was explanted and replaced to address the issue. Intra-op it was observed that the lead extension that had pulled out was severely twisted, and that may have caused one of the paddle lead tails to twist. It is unknown which lead extension is related to the issue. Therefore, all devices are being reported as such.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.